Manufacturer narrative:
(B)(4). Date sent to the FDA: 09/11/2015. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological repair procedure on (B)(6) 2006 and mesh was implanted. Following the procedure, the patient experienced a mesh exposure and underwent a trimming of small area of exposed vaginal mesh on (B)(6) 2007. No additional information is available.